Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low of 60 mg/dl blood glucose (bg). The user's wife confirmed he had carbs to include a granola bar, banana, and gummy worms to correct bg. There was no outside intervention required.